Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation, however crossing difficulties were encountered. Right before reaching the lesion, the balloon was initially inflated at 6 atmospheres but the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote fc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection of the balloon revealed a tear in the balloon material at the edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation, however crossing difficulties were encountered. Right before reaching the lesion, the balloon was initially inflated at 6 atmospheres but the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote fc balloon catheter. No patient complications were reported and the patient's status was stable.